Manufacturer narrative:
The customer reported that the cns (central network station) keeps booting to the bios screen. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. All malfunctioning parts were replaced. The unit was tested per the service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central network station) keeps booting to the bios screen.